Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Product was returned to zimmer biomet for investigation. Based on this investigation, it appears the part left biomet in conforming condition and was subjected to rough use causing the instrument to become worn beyond its useful life and resulting in the fracture of the strike plate from the handle. Condition is addressed in the risk table and package insert. The part was received in a worn condition as indicated by the multiple strike marks on the body of the handle and the front and back of the strike plate. The strike plate was separated from the body of the handle as stated in the complaint. Both the DHR and the inspection criteria (B)(4) were reviewed and found to be satisfactory. No dimensional analysis was performed due to condition of the instrument. Based on this investigation, it appears that the instrument was worn beyond its useful life, which may have contributed to the fracture of the strike plate from the handle. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total hip arthroplasty the broach handle head fractured during impaction.